Event description:
It was reported that the asymptomatic patient presented to the ER for post paced t-wave oversensing and receiving inappropriate shocks related to the device. Reprogramming the device was recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.